Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the pump was unresponsive when the customer attempted to charge the pump to turn the device on, despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 400 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.